Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia after disconnecting the pump to take external insulin and then reconnecting, with fingerstick readings up to 503 mg/dl despite meal announcement and corrections; a full supply change was performed with inset, cartridge, and connector replaced, and user education was provided regarding separate insertion of cartridge and connector to reduce risk of leaks or occlusions. Symptoms included hyperglycemia and lethargy. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided, and troubleshooting guidance. Investigation of this case revealed no findings available and insufficient information to link a device problem or a specific device component to the event. The user later reported glucose improved to 87 mg/dl and feeling better. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.